Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the patient's atrial and left ventricular (lv) leads became dislodged and had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.